Manufacturer narrative:
Medtronic received additional information that the anti-coagulation was assessed using an act. Plasmalyte-a was used for priming. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clotting. During the cleaning process there was a renalin solution leaking from the o2 outlet port. Pressure integrity testing shows evidence of a fiber leak when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device will not be sent to the blood lab for performance testing with the device having a fiber leak. Reason for return was confirmed for clotting and undetermined for pressure drop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an mc3 nautilus vitalflow (vf) extra corporeal membrane oxygenation (ECMO) oxygenator , it was reported that the delta-p was over 100mmhg at initiation, then reduced and settled out. The customer was concerned there may have been an issue with the pre-membrane pressure sensor. They clamped the outlet periodically and observed an increase on both post and pre membrane pressures, signifying that the pre-membrane pressure sensor was working appropriately. There was a steady increase over the first 12 hours. The entire circuit was replaced to complete the procedure. The delta-p on the new circuit was under 20mmhg and maintained a low delta-p for the remainder of the case. The customer also stated that the issue experienced was a clotting issue. The patient had not previously been on heparin or another anti-coagulant therapy. The issue worsened over time. The anti-coagulant used was heparin at initiation. There was no adverse patient effect associated with this event.